Event description:
A doctor reported that restorations had debonded after placement with the simile composite. This is the first of three (3) reports.

Manufacturer narrative:
The patient had experienced a debonding of restoration for tooth #7 after two (2) months of placement; the doctor replaced the restoration using a different product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.